Event description:
It was reported that the patient had a sling procedure and was then implanted with an ams800 artificial urinary sphincter (aus) device. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction.

Event description:
It was reported that the patient had a sling procedure and was then implanted with an ams800 artificial urinary sphincter (aus) device. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was reported that the explanted device was a coloplast device due to recurring incontinence.